Event description:
This customer obtained lower than expected vitros tsh quality control results while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. The customer verified that no discrepant tsh patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Event description:
It was reported that during a colectomy procedure, the clips did not stop in the jaw and fell when the trigger was fired. The stapler was removed from the procedure and the surgery was finished. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty the analysis results found that the er320 device was returned empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.